Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date and was transferred to intensive care unit. The customer¿s blood glucose was 455 mg/dl. The customer's blood glucose was over 500 mg/dl and 169 mg/dl. The customer had symptoms such as nausea, vomiting and stomach pain. The customer was treated with insulin. It was reported that the insulin pump had under delivery. The customer declined troubleshooting for high blood glucose and under delivery due to being at hospital and on stand by to intensive care unit. The product will be returned for analysis.